Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The atrial lead exhibited inappropriate noise reversion episodes resulting in auto mode switch episodes. No intervention was performed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.